Event description:
A customer reported that a pt's sample containing anti-fya did not react with 0.8% selectogen lot 8s747. (B)(4).

Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the fya antigen. Satisfactory results were observed. Stn # (B)(4).